Manufacturer narrative:
.

Event description:
Literature: guttman ot, hammer a, korsharskyy b. Spinal cord stimulation as a novel approach to the treatment of refractory neuropathic mediastinal pain. Pain pract. 2009;9(4):308-11. Summary: this article presents a study of the first successful use of spinal cord stimulation in the treatment of refractory neuropathic mediastinal, esophageal, and anterior neck pain following esophagogastrectomy. Reportable event: four months after implant, the patient fell at work due to a wet floor resulting dislodgement of one of the leads and partial loss of stimulator coverage. The patient underwent surgery a month later to reposition the lead. The patient regained complete coverage following surgery.